Event description:
It was reported that the distal marker and detached from the dilator in the introducer sheath. During advancement and deployment of the filter, the marker band stuck to the filter limbs and prevented them from expanding in the ivc. A snare was used to retrieve the filter and the marker band, and another filter was successfully placed. There was no report of patient injury.

Manufacturer narrative:
(B)(4). The investigation is currently underway.